Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and was temporarily unable to clear the alarm. Customer was by a pool and the pump have been splashed with water. There was no impact to customer's blood glucose level.